Event description:
It was reported that, after a tha surgery was performed on 2012, a revision surgery was performed on the (B)(6) 2022 due to liner wear. The ref xlpe 28 0 deg 46-48 sz d was explanted. The current status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Sections d4, d10 and h4 were updated due to new information received.

Manufacturer narrative:
H3, h6. The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be naturally worn from prolonged use, rendering the device inoperative. The device also had stains along its surface likely from exposure to bodily fluids. The lab analysis concluded the cobalt chrome (cocr) head shows slight scratches to the cocr exterior surface of the head. This damage was likely caused by removal of the head from the hip stem during revision. The liner shows some damage and deformation. A wear inspection was conducted by placing the femoral head into the acetabular liner and visually inspecting the fit between the mating components. A secure fit was unable to be achieved between the femoral head and acetabular liner demonstrating wear of the acetabular liner. A wear analysis was conducted using a silicone replication mold technique. The maximum gap observed was of 2.98 mm over the life of the implant, as shown in the profile. There were no material and manufacturing issues note during this investigation. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed due to a ¿liner wear¿ approximately 10 years post tha. It was communicated that the requested clinical documentation was not available and reportedly no suspicion of trauma. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported worn insert and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a ¿liner wear¿ approximately 10 years post tha. It was communicated that the requested clinical documentation was not available and reportedly no suspicion of trauma. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported worn insert and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.